Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact

Manufacturer narrative:
(B)(4).